Manufacturer narrative:
The machine was not being used for pt treatment when the failure was noted. There were no physiological or procedural factors involved in this incident.

Event description:
Uf (ultrafiltralion) test failure due to faulty balance chamber valve (vb7). There was no pt involvement.